Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735765, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The manufacturer representative reported a faulty monitor power cable. If the cable was manipulated, the monitor would lose power. There was no patient involvement.